Manufacturer narrative:
Exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient had an ongoing pain at the pocket site, which was aggravated by a non-device related injury. The patient underwent an ipg explant procedure. The explanted ipg will not be returned as it was kept by the medical facility.